Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
It was reported that high impedance was detected on the patient's generator. The patient's m1000 generator was in the process of being titrated to therapeutic levels. Design history records were reviewed for the generator and the generator passed all specifications and quality tests prior to distribution. Ap and lateral chest and neck x-rays were received and reviewed. Full insertion of the connector pin could not be assessed due to the pixilation and quality of the images provided. The placement of the generator appeared normal and the feebthru wires were intact. The lead was observed in the patient's neck and routed towards the left chest and the lead appeared to be taut. The strain relief could not be assessed due to the quality of the image. There were no gross fractures, discontinuities or sharp angles in the visible portions of the lead. Note, the presence of a micro-fracture cannot be ruled out and due to the quality of the image; an assessment could not be made on a portion of the lead. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generators compared to those reported by model 103-106 generators. As indicated in the physician's manual, high lead impedance (>/=5300 ohms), in the absence of other device related complications, is not an indication of a lead or generator malfunction. No further relevant information has been received to date.